Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the interface board. However, the insulin pump passed off no power test, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime test and excessive no delivery alarm test. No a13 alarm or blank display noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer states the pump was damaged and had blank display. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.